Manufacturer narrative:
Additional product codes: dzi, dzj. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, during an open reduction and internal fixation (orif), the 90 degree screwdriver kept on spinning and would not lock the screw into plate. An alternative screwdriver was used, and the screw locked properly. There was no allegation against screw/plate. Procedure was successfully completed with no surgical delay. There was no patient consequence. Concomitant device reported: screw (part/lot unknown, quantity 1), plate (part/lot unknown, quantity unknown), gear cover for screwdriver (part 03.505.007, lot 8184302, quantity 1). This report is for a screwdriver shaft. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: device history lot part: 03.505.003 , lot: 8153980 , manufacturing site: selzach , supplier: (B)(4), release to warehouse date: 15.mar.2017 . A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. H3, h6: investigation summary background: it was reported that on (B)(6) 2019, during an open reduction and internal fixation (orif), the 90 degree screwdriver kept on spinning, would not lock screw into plate. An alternative screwdriver was used and screw locked properly. Procedure was successfully completed with no surgical delay. There was no patient consequence. Concomitant device reported: unk - screw: trauma (part # unknown, lot # unknown, quantity # 1), unk- plate: trauma (part # unknown, lot # unknown, quantity # unknown) . This complaint involves two (2) device . Investigation flow: visual (appearance not as expected) . Visual inspection : the shaft for 90° screwdriver (part number 03.505.003, lot number 8153980) was returned to us customer quality. Along with the shaft, handle for 90° screwdriver (part number 03.505.004, lot number 8154010) the was returned. Upon visual inspection, it was noted that the screwdriver/shaft assembly was missing the following components - insert gear, gear cover, screw holder and the turning handle. The balance of the device shows surface wear consistent with use and which would not impact the functionality. Functional test: as all of the assembly components were not returned, a complete functional test could not be performed. However, a partial functional test was performed. The pre-assembled shaft axle was inserted into the screw driver. No functional issues were noted with the any returned part. The devices was found to fully assemble and disassemble as intended. The complaint condition cannot be replicated with the returned device and therefore the reported condition was not confirmed. However, the overall complaint is confirmed due to the missing components. Document/specification review no product design issues or discrepancies were observed. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Dimensional inspection a dimensional inspection was not performed as the missing sub-components relevant to the complaint condition were missing/ not returned. In addition, as the device was found to function as intended, dimensional inspection is not relevant. Conclusion: the complaint condition cannot be replicated due to missing sub-components. We can only assume that during use the screwdriver shaft was not fully inserted into the screw recess. However, it is likely that any possible off-axis forces encountered by the device during alignment could have contributed to this complaint condition. The reported condition is unconfirmed as the device functioned as intended. No definitive root cause was able to be determined as the circumstances surrounding the event are unknown and the complaint condition could not be replicated. No design or manufacturing defect or deficiency was observed during the investigation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.